Event description:
The customer reported that the system's x-ray button was intermittently sticky. No reports of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray button was replaced. The system was then found to be operating as intended